Event description:
The maj-1606 olympus instrument channel adaptor is a single use device which is supplied sterile. The maj-1606 facilitates the delivery of sterile water through the instrument channel of olympus gastrointestinal / colon / ultrasound endoscopes and allows sheathed olympus endotherapy instruments or olympus ultrasound probes to be inserted. During a procedure, which took place in (B)(6), the customer used a sd-6u-1 (electrosurgical snare). The customer reported that they felt that the insertion of the sd device was very heavy. The customer exchanged the sd-6u-1 device for a fd-1u-1 (hot biopsy forceps), after which they reported that they felt the endoscopic operation became light. On checking the image, the customer noticed that part of the adaptor back seal was in the colon. The customer removed the part from the colon. There is no report of injury to the pt and therefore this report is submitted in an abundance of caution.

Manufacturer narrative:
The date of MFR is unk as the customer was unable to provide the lot number of the device. This report is cross referenced to MFR report # 9611174-2013-00001, MFR report # 9611174-2013-00002.